Event description:
It was reported to philips that the system kept rebooting and displayed multiple error messages. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnostic procedure. The procedure was continued by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and retrieved logs from the system for analysis. However, the issue could not be replicated, and the system was reportedly in use all day without any problems. The logs indicated a couch force sensor collision error, but no abnormal behavior was reported by the customer. The reboot issue reported by the customer was not present in the error logs; therefore, the related logs were not gathered or stored on an external drive. Since the system was rebooting or turning off by itself, the logs were unable to capture the cause when viewed in the system's internal cat viewer. The fse recommended generating a log file for technical support the next time the issue occurs, as the problem could not be reproduced or identified in the current logs, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.